Event description:
It was reported the catheter was being placed into the pt's arm. During insertion, about an inch of the catheter broke off. The piece of catheter was protruding from the pt's skin and was pulled out of the pt. There was no surgery required. As a result, another catheter was placed successfully. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4).